Manufacturer narrative:
Related mfg report numbers: 3011175548-2023-00172; 3011175548-2023-00177. Investigation: an investigation was performed covering three complaints (B)(4)) of the luer-lock ports on express mini drains (p/n 16400) becoming clogged. The complaints are for a total of 3 devices and were all received from the same customer at the same time. No lot numbers or pictures were provided and no devices have been returned. The customer reported that the luer-lock ports were being used for drainage of fluid, not for sampling. They stated that the amount of fluid being collected per day was anywhere from 50-500ml per day depending on the particular setup. They confirmed that only syringes were used to access the ports and that all the drains were used on outpatients. Each port was accessed at least 5 times to drain fluid before they became clogged. The customer reported that there was no patient harm or procedural delay. The information provided by the customer indicates that these drains were being used on outpatients and were being emptied to extend their use time. Both of these activities are known to be related to complaints of clogged luer-lock ports. Two known contributing factors to complaints of this type were outdated marketing materials (which demonstrated using the luer-lock port to empty the drain) and a lack of clarity in the IFU. The IFU states that "user should be familiar with thoracic surgical procedures and techniques before using a chest drain" which is meant to imply that it should only be used by a medical professional, but it does not explicitly state that the device should only be used in a clinical setting. Capas 673050 (marketing materials) and 682612 (IFU) were both opened in august 2022 to address these two contributing factors. Outdated marketing materials and a youtube video demonstrating improper use of the port were deactivated and a field notification was sent to atrium customers to inform them of the risks of outpatient use of the device and provide them with additional warnings and precautions (see below). New and applicable existing warnings and precautions for express mini 500: new warning: the express mini 500 is restricted for use by trained healthcare providers familiar with cardiothoracic surgical procedures and techniques, including the use of chest drains. New precaution: the express mini 500 is restricted for use in a healthcare facility. The express mini 500 should not be used for outpatient drainage. New precaution: use of the luer port is intended only for sampling patient drainage. Do not use the luer port or any other means to empty fluid from the collection chamber. Existing precaution: replace chest drain if damaged or when collection volume meets or exceeds maximum capacity. At the time these complaints were received, this customer had been sent the field notification but had not acknowledged to atrium that they had received and understood it. The use of these devices directly contradicted the new instructions provided to the customer. The lot number was not provided so a review of the DHR, incoming inspection records, and ncrs involving the lot could not be completed. No changes to the design of the device were identified that would be related to these complaints. The IFU provides adequate instructions for the use of the device. It warns the user not to use this drain if fluid drainage is expected to exceed 500ml per day and not to attempt to reuse the device. It also cautions the user to replace the device once it's collection volume reaches max capacity and to replace the drain if the luer port becomes clogged. It states that the user should be familiar with thoracic surgical procedures and techniques. While this is intended to convey that the device should be used by trained individuals in a clinical environment, it does not explicitly say that. A field notification was sent to atrium customers with additional instructions and the addition of those instructions in the IFU is planned as part of CAPA 682612. No evidence was identified to suggest this complaint is related to manufacturing, materials, or design of the device. The information provided by the customer suggests they were using the devices in unintended environment and in a way that is not recommended in the IFU. However, the IFU does not make it clear that outpatient use and emptying of the drain should not be done, so the root-cause of these complaints is design - labeling. As noted above, a field notification was sent to atrium customers to inform them of the risks of outpatient use of the device and provide them with additional warnings and precautions related to this usage. H3 other text : device not available for return.

Event description:
N/a.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Per customer: it seems that the luer-lock will become easily clogged with debris easier than I previously have experienced. I have been unable to flush including power flush the clog or aspirate. The luer lock is being accessed for drainage of the fluid, not for sampling five times or more.